Event description:
Pre-surgery, the pt experienced a right hemisphere ischemic cerebro-vascular accident, with persistent left hemiplegia. Post-operatively, the pt was maintained on mechanical ventilation for nine days.